Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr verified the reported problem. It was found that the gas delivery engine (gde) is the problem with the unit giving a circuit disconnected. Fsr replaced the gde and performed user verification tests and operational verification procedure. The field service representative confirmed the ventilator met all vyaire manufacturer specifications.

Event description:
The customer reported to vyaire medical that the avea ventilator alarmed circuit occlusion and high ppeak pressure. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.